Event description:
It was reported that prior to implant, while still in sterile package, the device was found in bvvi. This device was not implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of a backup vvi was confirmed in the laboratory. The cause of the backup vvi was due to bad mcu data read, no map which resulted from interference with 8k telemetry.